Event description:
It was reported that the device reset due to an incorrect programmable parameter. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset parameters were noted as the save to disk file (B)(4) showed one partial reset counter, fw reason hex=7008. The reset fw reason was incorrect programmable parameters checksum detected, wd reason hex=20, reset wd reason=clkstop status on (B)(6) 2008.